Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring in the insulin pump's reservoir compartment broke. In order to keep the o-ring in there she had to secure it with tape. Customer's blood glucose level was not reported. Her blood glucose level was high because the reservoir was not staying in. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube o-ring. The test reservoir did not lock properly inside the reservoir tube due to a broken reservoir tube lip and a missing reservoir tube o-ring.